Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("I definitely enjoy sex more now. Before I had a lot of pain with it"), libido decreased ("I do have a lower libido") and fibromyalgia ("I developed fibro because of essure"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy (uterus, cervix and tubes)). Essure was removed. At the time of the report, the medical device removal, dyspareunia, libido decreased and fibromyalgia outcome was unknown. The reporter considered dyspareunia, fibromyalgia, libido decreased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, I definitely enjoy sex more now. Before I had a lot of pain with it and I do have a lower libido, I developed fibro because of essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events were added: I developed fibro because of essure and reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("I definitely enjoy sex more now. Before I had a lot of pain with it") and libido decreased ("I do have a lower libido"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy (uterus, cervix and tubes)). Essure was removed. At the time of the report, the medical device removal, dyspareunia and libido decreased outcome was unknown. The reporter considered dyspareunia, libido decreased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, I definitely enjoy sex more now. Before I had a lot of pain with it and I do have a lower libido. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.